Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered in a correction factor of 1:1 rather than the intended value of 1:10. Customer's blood glucose was 220 mg/dl. Customer corrected the setting and resumed insulin therapy.